Manufacturer narrative:
(B)(4). Date sent 2/10/2025. D4 batch #807c16. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload . Visual analysis of the returned sample determined that one sr75 reload was received with no apparent damage along with its opened packaging. The reload had the proximal 10 driver up without staples scattered along the staple line and one protruding staple. These missing staples do not create a fluid path. The swing tab was in the locked position. Due to condition of the reload no functional test was performed to preserve the evidence. The event reported was confirmed and it is related to improper use of the device. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. It is possible that an improper handling of the reload caused the staples to fell out, the proper handling instructions should be used when removing and reloading cartridges into the device, please reference the instructions for use. It should be noted that 100% inspection is performed by means of automated vision system to ensure staples presence; the swing tab is present and unlocked. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 807c16, and no non-conformances were identified. The lot#837c86 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Event description:
It was reported that during an esophageal surgery, open the packing and noted that some staples fell off. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.